Event description:
It was reported that a patient was experiencing difficulty charging the ipg. The patient was admitted to the hospital for observation. The charger was replaced which resolved the event.

Event description:
It was reported that a patient was experiencing difficulty charging the ipg. The patient was admitted to the hospital for observation. The charger was replaced which resolved the event.

Manufacturer narrative:
The returned charger was analyzed and the complaint was confirmed. A fuse was found to be blown, creating an open circuit that did not allow the charger to charge in the base station. The probable cause was traced to a component failure due to a blown/open fuse.